Event description:
Patient reported experiencing elevated blood glucose level of 400 mg/dl; patient stated she delivered some boluses during the day: was not successful. Patient reported the infusion set catheter has disconnected from the cannula. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.